Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens was removed the same day as the surgery. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 16.0 diopter intraocular lens (iol) was removed from the left eye because the capsular bag weakened and was unable to support the lens. There was an incision enlargement, vitrectomy, and sutures used. Reportedly, the patient is doing okay and a lens replacement is pending. No additional information was provided.